Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2016-04401. It was reported that a rotawire detachment and vessel perforation occurred. The target lesion was located in the right coronary artery (rca). A 1.75mm rotalink¿ plus and 330cm rotawire¿ were used and advanced to treat the target lesion. During the procedure after ablation was performed about three times, it was noted that the rotawire detached when the burr was advanced along the rotawire. The burr caused vessel perforation and went outside the vessel. The detached rotawire and the burr were stuck together and the patient underwent surgery. The rotawire and burr were removed successfully out from the patient. The patient received a bypass procedure. No further patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the rotablator rotalink plus 1.75mm device was returned with a y-adapter and non-bsc 7f guide sheath. The burr unit was received inside the y-adapter and guide catheter. The burr unit was protruding 20cm from the strain relief to the hub of the y-adapter and 7cm from the end of the guide catheter. The burr unit was able to be removed from the y-adapter and guide sheath with no issues or resistance. The advancer unit and burr unit were received together. The advancer knob was returned locked in a forward position. Microscopic examination and visual examination of the handshake connection or sheath presented no damage or irregularities. The burr was detached and not returned for analysis. Microscopic examination presented no damage or irregularities to the coil of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as 2134265-2016-04401. It was reported that a rotawire detachment and vessel perforation occurred. The target lesion was located in the right coronary artery (rca). A 1.75mm rotalink¿ plus and 330cm rotawire¿ were used and advanced to treat the target lesion. During the procedure after ablation was performed about three times, it was noted that the rotawire detached when the burr was advanced along the rotawire. The burr caused vessel perforation and went outside the vessel. The detached rotawire and the burr were stuck together and the patient underwent surgery. The rotawire and burr were removed successfully out from the patient. The patient received a bypass procedure. No further patient complications reported and the patient's status was stable.